Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red itchy and raw. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient no longer need to wear the lv for the skin irritation. Patient reported that the irritation is getting better.